Manufacturer narrative:
The customer returned the display to the factory. Welch allyn factory service plugged in the display and found that it had failed. The acuity display is on off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method - welch allyn factory service confirmed display failure.

Event description:
The customer reported that their display failed and was replaced with on-site spare. No pt events/issues. There was no report of any pt harm as a result of the report events. Note 1 for block a: the customer did not provide any pt info.